Manufacturer narrative:
This report is submitted on 20 may 2020. (B)(4).

Manufacturer narrative:
This report is submitted on may 30, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted (date not reported). Additional information has been requested; however, this has not been made available as of the date of this report.